Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Analysis of the returned sheath found the internal valve torn by the center slit, which compromised the valve's ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that faradrive steerable sheath was selected for pulmonary vein isolation procedure. It was mentioned that, air entered inside the sheath shaft when a farawave catheter was inserted. Air continued to drawn, even after sufficient suction was applied. Thus, the device was replaced and the procedure was completed successfully. No leak was noted. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for pulmonary vein isolation procedure. It was mentioned that air entered inside the sheath shaft when a farawave catheter was inserted. Air continued to draw, even after sufficient suction was applied. Thus, the device was replaced and the procedure was completed successfully. No leak was noted. No patient complication were reported. The device is expected to be return for analysis.